Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the catheter aspirated successfully in the office. The pump replacement was scheduled for today, (B)(6)2019. It was noted that the pump was used to deliver lioresal 2000mcg/ml at 400mcg/day. The patient¿s medical history included brain injury. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Device evaluated by MFR: analysis of the pump found some slight damage to the septum material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 405.3 mcg/day via an implantable pump for stoke and intractable spasticity. It was reported the patient was in the physician¿s office on (B)(6) 2019 for a pump refill. The expected residual volume erv) was 4.2 ml and the actual residual volume (arv) aspirated from the pump was 26 ml. It was indicated that no audible alarms or motor stall was identified in logs. Per the physician the patient not experiencing any symptoms of withdrawal but did have increased tone. A catheter aspiration was performed on (B)(6) 2019 which showed a patent catheter. The pump was filled with 20 cc of gablofen and they planned to bring the patient back in a couple of weeks to check the residual. In the mean time, the physician was planning to send the patient back to an alternate physician for a replacement of the pump due to the large volume discrepancy. Surgical intervention was not yet scheduled but was planned. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that there were no contributing factors noted per the physician¿s office. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via company representative. At time of pump replacement, interrogation showed 17.2 ml volume (expected volume) and the total contents aspirated volume was 18.0ml, noted further as a difference of 0.6 ml.